Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 12 mg/dl. The customer experienced symptoms such as being unconscious. The customer was treated with sugar through IV. The customer was wearing the insulin pump during the hospitalization. The customer also had high blood glucose value of over 600 mg/dl. The customer treated with syringe and blood glucose went down to 400 mg/dl. The insulin pump will not be returned for analysis.